Manufacturer narrative:
Since incorrect measure of an apex locator could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Battery (voltage collapses under load) defective, replaced. Contra-angle handpiece (B)(4) (2012) (electrical resistance outside the normal range) defective, repaired. Micro motor gmr125245 (during the examination of your device we discovered residues of liquids or oil in your motor. Excess oil that remains in the contra-angle handpiece after care is the most common cause of this defect. Please check your care and cleaning process .) Defective, replaced with gmr 1769952. The housing has cracks and breaks, this has no effect on the function. Delivery without charger, file clips and cable. Function test and test measurements without errors. Test carried out according to iec60601.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver causes incorrect measurement results with a vdw gold reciproc device.